Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The air bubble detector (abd) detected different sizes of air bubbles during multiple tests. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was giving a false alarm. As a result, an alternate device was employed. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.